Manufacturer narrative:
The report of dislocation was confirmed by clinical consultant however, cause could not be established due to insufficient information received. Need additional information; primary and revision operative reports, clinical and past medical history and additional serial dated x-rays. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been 3 other similar events for the lot referenced, however this was for multiple dislocations resulting in closed reductions for the same patient. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
2nd dislocation of patients hip.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been three other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
2nd dislocation of patients hip.